Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the right atrial (ra) lead exhibited over-sensing and an under-sensed atrial beat. It was also reported that the right ventricular (rv) lead exhibited over-sensing and a decrease in impedance. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.